Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 09-mar-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. The consumer's concurrent condition included allergy to nickel diagnosed in 2011, allergy to chromium diagnosed in 2011 and allergy to cobalt diagnosed in 2011. Essure had been inserted despite the consumer's allergies known by the physician. Since the insertion, she experienced major health problems. Following the insertion, she bled for 1.5 months, had red patches on the belly and the face and itching all over the body which started 1 month before this report. Since (B)(6) 2015, the patient had chronic rhinitis. In (B)(6) 2016, she experienced abdominal pain. Essure will be removed by hysterectomy the week after this report. The consumer denied to provide her hcp contact details. Follow-up received on 14-mar-2016 nca number received (B)(4). Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had bleeding (interpreted as genital bleeding) for 1 month and a half following essure (fallopian tube occlusion insert) insertion and abdominal pain. She will have a hysterectomy the week after this report. Genital bleeding and abdominal pain are serious due to their medical importance and listed in the reference safety information for essure. Since essure therapy may cause bleeding and abdominal pain and considering that there is no alternative explanation, the causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal will be required. A product technical complaint analysis is being performed.

Manufacturer narrative:
Follow-up received on 14-mar-2016: (B)(4). Quality - safety evaluation of ptc received on 20-may-2016. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-may-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had bleeding (interpreted as genital bleeding) for 1 month and a half following essure (fallopian tube occlusion insert) insertion and abdominal pain. She will have a hysterectomy the week after this report. Genital bleeding and abdominal pain are serious due to their medical importance and listed in the reference safety information for essure. Since essure therapy may cause bleeding and abdominal pain and considering that there is no alternative explanation, the causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal will be required. The product technical complaint could not be performed since no batch number nor sample was provided, resulting in an unconfirmed quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs